Event description:
It was reported that the patient had an infection. It was noted that the patient developed a fistula at the ipg site with a small amount of drainage. It was also stated that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure wherein only the ipg was explanted. Explanted ipg will be returned. Cultures were taken and the result revealed negative of infection. The patient "has" a history of methicillin resistant staphylococcus aureus (mrsa).

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore no problem was detected.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-70. Serial: (B)(4). Batch: 5149581/5150717.

Event description:
It was reported that the patient had an infection. It was noted that the patient developed a fistula at the ipg site with a small amount of drainage from the opening. It was also stated that the patient was experiencing inadequate stimulation and reprogramming attempt was unsuccessful. The patient underwent an explant procedure wherein only the ipg was explanted. Explanted ipg will be returned.